Manufacturer narrative:
Who: the doctor contacted ulab regarding a possible allergic reaction to aligners. What: the patient experienced a possible allergic reaction to aligners after few weeks of use. When: 4/12/2024 where: the aligners were in the patient's possession at the time of the allergic reaction. Why: the patient had a prior possible allergic reaction to previous aligners (jrn10). There has been no additional information regarding the patient's allergy history, etc, provided by the doctor. No RMA issued. There was no manufacturing defects detected. The cause of the patient's reaction remains undetermined. It is not known if the aligner used during the treatment (adhesives/attachment bonding/latex) caused the patient's allergic reaction. As we don't have any information on the patient's allergy history, this reaction may be due to other external factors/common allergens that were introducted coincidentally at the time of the placement of the aligners, such as pollens, dust mites, pet allergens, biologic products, insect venoms. Conclusion: the cause of the possible allergic reaction is undetermined. Ulab systems reported this minor allergic reaction as an emdr through our web trader production account on 5/8/2024. Per sop0014, mandatory medical device reporting, section 8 (australia), this allergic reaction incident is not significant enough for the australia reportability criteria and will not be reported as an adverse incident to the ulab australian sponsor (emergo) or the relevant australian regulatory authority, per the reporting requirements/timelines and australian medical devices guidelines (argmd), chapter 22 post-market vigilance and monitoring requirements.

Event description:
Who: the doctor contacted ulab regarding a possible allergic reaction to aligners. What: the patient experienced a possible allergic reaction to aligners after few weeks of use. When: 4/12/2024 where: the aligners were in the patient's possession at the time of the allergic reaction. Why: the patient had a prior possible allergic reaction to previous aligners (jrn10). There has been no additional information regarding the patient's allergy history, etc, provided by the doctor. No RMA issued. There was no manufacturing defects detected. The cause of the patient's reaction remains undetermined. It is not known if the aligner used during the treatment (adhesives/attachment bonding/latex) caused the patient's allergic reaction. As we don't have any information on the patient's allergy history, this reaction may be due to other external factors/common allergens that were introducted coincidentally at the time of the placement of the aligners, such as pollens, dust mites, pet allergens, biologic products, insect venoms. Conclusion: the cause of the possible allergic reaction is undetermined. Ulab systems reported this minor allergic reaction as an emdr through our web trader production account on 5/8/2024. Per sop0014, mandatory medical device reporting, section 8 (australia), this allergic reaction incident is not significant enough for the australia reportability criteria and will not be reported as an adverse incident to the ulab australian sponsor (emergo) or the relevant australian regulatory authority, per the reporting requirements/timelines and australian medical devices guidelines (argmd), chapter 22 post-market vigilance and monitoring requirements.